Event description:
While reviewing the programming history for the pt's vns, it was found that a faulted diagnostics test occurred that altered the pt's settings. This was noticed by the physician however, the off time was not corrected until the next visit resulting in the pt leaving the office with unintended settings. No adverse events have been reported.

Manufacturer narrative:
Review of programming history.